Event description:
Endoscopy reports a steris system one sterilization reprocessing machine was in the rinse cycle when water started "gushing" out of the sides. The lid did not pop open. No injuries, there was no sterilant in the machine. Machine taken out of service, a new lid gasket was installed by certified medical engineer service.